Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds (hpt). The lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.